Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (intermittent power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 12/8/2015. Device evaluation: the device has been returned and evaluated by product analysis on 11/25/2015 with the following findings: a review of the pump black box revealed unexplained pump reboots. The returned battery cap had stripped threads. The battery compartment was found to be stripped. The returned battery cap was unable to fully attach to the pump. The reboots were duplicated with the returned battery cap. The returned battery cap contact measurements were within specifications. A new test battery cap was able to attach to the pump. A 24 hour duration test with the new battery cap was completed. There were no reboots duplicated. The pump cover was removed and there was no evidence of internal moisture or damage to the power circuit found.